Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states; however, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the unites states.

Manufacturer narrative:
Insulin pump was received with cracked reservoir tube window, cracked reservoir tube lip and cracked case on display window corner. Drive support was inspected and no anomaly noted.

Event description:
It was reported that the customer's insulin pump had cracks on its reservoir compartment. The customer's blood glucose levels are unk. The product is being returned. Nothing further was reported.